Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that it has always taken 3 hours to recharge their battery. The patient clarified that their device did not help with their back pain, so they considered it useless. The circumstances that led to the battery eventually only lasting 8 hours, was the manufacturing representative ¿speeding up¿ the stimulation. The patient had their recharging kit replaced, but it still took 3 hours to recharge, and overall the device was not helpful in reducing their pain. The patient noted that they were sent to another neurosurgeon, who recommended having their device removed and replaced. The replacement surgery is tentatively scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator recharger was not working, and the manufacturer representative brought her a new battery charger (implantable neurostimulator recharger) in (B)(6) of 2016. The following information was unclear, and the patient reported that ¿it takes a long time, it takes a good three hours to charge,¿ ¿it would get to about half and say it is full,¿ and ¿the manufacturer representative tried a new approach where he speed it up. It was supposed to move faster, and the manufacturer representative speed it up.¿ the patient tried to explain the previous information and stated that ¿it is like speeding up a clock, it is going to work faster and harder.¿ the patient said that the only thing it did was ¿it zapped the total battery¿ which takes 3 hours to charge and it only worked for about 8-10 hours and ¿you had to do a little thing.¿ the patient said that every day she was sitting and doing it, and she just stopped because the device was not helping. The manufacturer representative replaced the implantable neurostimulator recharger and the patient stated that there was nothing wrong with her implantable neurostimulator. ¿it lasts for several days, then it only lasts for one day, then like 8 hours¿ and she cannot sit every night and do that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.